Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was observed to be damaged and the customer experienced difficulty charging the pump battery as a result. Customer¿s blood glucose value was 148 mg/dl. Customer reverted to a backup insulin pump for insulin therapy.